Event description:
The pt started the treatment on (B)(6) 2012. The pt reported swollen face and lips. The pt reported visiting the emergency room (ER) due to the reported symptoms. The pt also indicated that she was hospitalized for 3 days. The pt was prescribed steroids (names unspecified) to alleviate the reported symptoms. The pt also indicated visiting an allergist, and the allergist ruled out possibility of food allergies. No diagnosis, reports or additional info was provided. The treatment was discontinued on (B)(6) 2012.

Manufacturer narrative:
The aligners are not being evaluated as the product performed in accordance to specifications and the device was used in accordance with labeled indications. This event is being reported, as the pt visited the ER and was hospitalized for 3 days. No diagnosis, reports or additional info was provided. No evidence has been provided that supports or opposes the fact that the invisalign product caused or contributed to the pt's symptoms. Since the invisalign product was being used at the time of the reported symptoms, an MDR is being filed.